Manufacturer narrative:
Result of investigation: a vyaire field service representative (fsr) went onsite and was able to verify customer's reported problem. Screen goes dark very fast. The uim (user interface module) was replaced. Technician performed pm (preventive maintenance), uvt (user verification test) and ovp (operators verification procedures) according to manufacturer specifications. Unit is working good.

Manufacturer narrative:
Vyaire field service representative (fsr) went onsite and evaluated the ventilator. According to fsr, the screen of the unit goes dark very fast. New display was ordered to replace the old one. No root cause has been determined at this time, since the investigation is still ongoing.

Event description:
The customer reported that the vela comp d unit screen shut down went blank while on a patient. The patient was placed on another ventilator. As of this time, there is no information about patient harm.